Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer stated that he fell in the lake and the insulin pump went in with him and now the insulin pump was not work presses act but nothing happens and the screen freezes. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer states the pump alarmed after battery change. Customer received battery out limit. Customer reported they were unable to clear the alarm. Insulin pump was exposed to moisture. Customer stated the insulin pump was not dropped. Customer stated there are not cracks in the insulin pump. The device will be returned for analysis.